Manufacturer narrative:
Product event summary: it was reported that the shoulder pack¿s strap was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. The reported event was not confirmed since the device was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder pack straps can be attributed, but not limited to deterioration and/or due to the handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the shoulder bag strap was damaged and not functioning. The shoulder pack was exchanged without patient consequences.